Manufacturer narrative:
Date of event - estimated date was entered because exact date of event was not provided; same patient as MFR# 2183959-2019-61448.

Event description:
It was reported that the artificial urinary sphincter (aus) was implanted 12 years earlier. Around (B)(6) 2018 a device issue was observed and "re-treatment was performed around (B)(6)." It was further reported that the previous aus pump was left in place due to "terrible adhesion." The physician believes the recurring incontinence occurred due to the device defect due to the age of the device. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.